Manufacturer narrative:
During subsequent follow-up with the customer, the reporter stated that there was no alleged failure against this device. Therefore, this complaint is not reportable as the use of this device would not contribute or possibly cause an serious malfunction or injury. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: in the previous report, the complaint was downgraded to not reportable in error. However, upon complaint review, it was determined that a device malfunction did occur and regardless of misuse, the recurrence of this malfunction is likely to cause or contribute to a death or serious injury. Upon return of the device, the product code, common device name, catalog number, and serial number have been determined. Therefore, the serial number has been updated accordingly. The manufacturing location was documented as unknown in the initial report. It has been documented as (B)(4). The date of manufacture was documented as unknown in the initial report. It has been updated as nov 25, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the burr lock assembly that holds the cutter was worn. It was also observed that the bearings, spacers, and snap rings had a large amount of corrosion therefore, the reported condition was confirmed. It was determined that this was caused by foreign fibrous material left behind by a cleaning instrument causing the locking mechanism to malfunction. The assignable root cause was determined to be due to cleaning, sterilization, and/or maintenance procedures not followed as per directions for use, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter¿s phone number and complete address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device became stuck and would not work when it was ready to be used. It was reported that the device was in use with two cutter devices. There was a twenty minute delay to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.